Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complain could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. A DHR (device history record) review could not be conducted since the lot number was not provided. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Telefelx will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the distal end of the endotracheal tube will not stay seated on the endotracheal tube. The anesthesiologist extubated the pt and reintubated the pt. The pt was extubated a second time and reintubated for the third time. The third intubation was successful. No report of a pt injury.